Manufacturer narrative:
The customer's meter and test strips were requested for return. The customer only returned the test strips. The returned customer test strips were measured with the retention meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.5 inr, qc 2: 3.6 inr, qc 3: 3.6 inr. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reported complained of questionable inr results from a coaguchek xs meter serial number (B)(4). This medwatch will cover strip lot 38560522. For information on strip lot 37839721 refer to the medwatch with patient identifier (B)(6). At 6:46 pm the meter result from strip lot 37839721 was 7.8 inr. At 7:18 pm the meter result from strip lot 38560522 was 4.7 inr. The customer's therapeutic range is 2.5 - 3.0 inr. The customer does not believe either result to be accurate. The customer stated that they feel fine. The customer did not change their coumadin dosage.